Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 598 mg/dl and low blood glucose 36 mg/dl. Customer was received glucagon treatment. The customer was offered troubleshooting for high blood glucose and low blood glucose level and declined. Customer stated that the loss of communication between transmitter and sensor. The insulin pump will not be returned for analysis.